Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause could not be determined. Possible causes include but are not limited to: donor physiology, inaccurate donor precount a definitive root cause for the plasma pump loading issue could not be determined. Possible causes include but are not limited to: loading issue of the set at the customer site, cleaning issue or type of cleaning fluid used on the pump raceways of the machine, pump rotor was not correctly positioned in its housing, pump malfunctioned or failed, kinked or misassembled pump header tubing.

Manufacturer narrative:
Investigation: the run data file (rdf) wan analyzed for this event. The speed the plasma pump was running at was a small contribution to the platelet pump speed, not enough volume missing to impact the reservoir volume expected points of hitting upper and lower level sensor with fluid. The file does not have a specific contamination event found. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Per the customer, the plasma pump was not loaded completely). It was only in about halfway when the procedure was discontinued after full collection of the platelet. The pump itself was fully seated/loaded correctly. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.